Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis. In (B)(6) 2007, the patient started peritoneal dialysis (pd) treatment. On (B)(6) 2010, the patient was hospitalized for bacterial peritonitis with culture positive for (B)(6) (confirmed via a peritoneal effluent culture on an unreported date in 2010). The cause of the peritonitis was an intestinal infection (onset date not reported). On an unreported date in 2010, the patient was transferred to hemodialysis. On (B)(6) 2010, the patient was discharged from the hospital. Event outcomes were unknown. No concomitant medications were reported. The nurse believed that the bacterial peritonitis with culture positive for (B)(6) was not related to pd therapy. No statement of causality was reported for the intestinal infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the emdr as the product code and lot number are unknown.